Event description:
A lifecor sales rep report that pins were bent in a patient's electrode belt connector. The rep reports that the patient had removed the belt from the monitor and when it was reconnected, some pins were bent. The patient's electrode belt was replaced.